Event description:
An event was reported via the marble j study (non-shockwave sponsored study) that a shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used during a procedure and a myocardial infarction (mi) occurred. There was no report of a device malfunction related to the ivl catheter, and there is insufficient information to assess the relationship to the ivl catheter.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitively determined based on the information available. A review by shockwave medical safety determined that there is insufficient information to determine relatability to the device or the procedure therefore this event is conservatively assessed as having a possible relationship to the device and procedure. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.